Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed button error, then another error. The blood glucose reading was 43 mg/dl. No significant events leading to the alarm were observed other than the customer moving around a lot. The customer reported that she had treated for the low blood glucose. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. The act button did not respond due to corroded keypad trace. Unable to verify an error alarm due to no button response. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.